Manufacturer narrative:
Date is approximate. Concomitant medical products: product ID: 3889-28, lot#: va1gh3a, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported the stimulator was not helping with their symptoms. They had a 3d x-ray and the rep told them the machine was displaced and the wires were all messed up. The patient noted a fall 2 years prior where they had 13 stitches in their leg. They stimulator had been removed recently and the patient wanted to know what to do with the external device.